Manufacturer narrative:
During visual inspection the device was observed to have a loose sensor. The device was functionally tested, but the investigation could not reproduce the reported alarm issue. However, the investigation determined that the loose sensor would have likely caused the issue reported by the customer, therefore the reported issue was confirmed. However, no root cause for the condition of the sensor could be identified. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The sensor screws were tightened and the o-ring and the fan guard were replaced.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a faulty micro switch on the number 4 vent filter. Patient involvement is unknown.